Event description:
A patient reported that he had the intraocular lenses implanted in both eyes, and he could not adjust to the multifocality. His physician reportedly removed the lens from his left eye but could not remove the lens in his right eye. This report is for the explanted lens.

Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release, no additional reports for lenses manufactured in this lot were received. Halos and/or glare are a known and labeled possible side effect of multifocal lens implant. Item not received for analysis